Event description:
It was reported that the patient presented in the emergency room after feeling light-headed. Several episodes of inappropriate mode switch were noted. The device was found to be exhibiting far r-wave oversensing. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.